Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 22jan2019. The customer stated that the issue was addressed. However, did not provide any information on what was done. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator light emitting diode (led) was flickering. There was no patient involvement. The event date was not specified; estimate used.